Event description:
It was reported that an ilet user experienced hyperglycemia with a glucose reading of 248 mg/dl trending upward after a meal announcement and also experienced intermittent difficulty activating the on-screen unlock slider despite a responsive touchscreen. Agent provided assistance that included review of device performance through troubleshooting. Investigation of this case revealed that insulin delivery resumed appropriately after supply replacement and the unlock function operated as expected on follow-up. No clinical symptoms associated with elevated blood glucose. Outcomes included user education and troubleshooting, with the user advised to allow the pump to deliver meal and corrective insulin; the user later changed supplies after a low insulin alert and glucose returned to range. It was concluded that the hyperglycemia was associated with cause unclear and that no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.